Event description:
The consumer reported their dr had prescribed a dressing for their cut/wound located on their leg. The prescribed dressing was unavailable and the pharmacist had recommended the packing strips. The consumer reported experiencing extreme burning after applying the packing strip. They continued use of the product and developed blisters. The consumer denied any known sensitivities. The consumer reports they must have a "skin graph".